Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received seven inappropriate treatments. The device was started up at 17:06:30 on (B)(6) 2025. At 11:37:57 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole with CPR/electrode lead fall off. At 11:39:10, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/electrode lead fall off. At 11:40:38, an arrhythmia was detected. ECG shows asystole with CPR/electrode lead fall off. At 11:41:45, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/electrode lead fall off. At 11:42:28, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/electrode lead fall off. At 11:43:42, an arrhythmia was detected. ECG shows asystole with CPR/electrode lead fall off. At 11:44:53, the patient received the fourth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/electrode lead fall off. At 11:45:30, the patient received the fifth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/electrode lead fall off. At 11:46:18, an arrhythmia was detected. ECG shows asystole with CPR/electrode lead fall off. At 11:47:25, the patient received the sixth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/electrode lead fall off. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/electrode lead fall off. At 11:48:11, the patient received the seventh inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. The electrode belt was disconnected at 11:54:44 on (B)(6) 2025.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.